Manufacturer narrative:
The rv lead remains in the patient and therefore will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was hospitalized for worsening heart failure. The device was interrogated and everything appeared normal. Several days later, the patient experienced a ventricular fibrillation (vf) which was treated appropriately with shock therapy. The crt-d was interrogated again and revealed that it was in safety mode with limited therapy available. It was also noted that several additional alerts were recorded. Boston scientific technical services (ts) was contacted and replacement was recommended. A revision procedure was performed. The crt-d was successfully explanted and replaced. The right ventricular (rv) defibrillation lead was capped, surgically abandoned, and successfully replaced as well. No defibrillation testing was performed due to their worsening heart failure. No additional adverse patient effects were reported.